Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfilling with the incident lot was not observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd has initiated further investigation relating to this issue through a CAPA. Conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for overfilling with the incident lot was not observed. Further investigation has been initiated through a CAPA (B)(4). The investigation is still on-going and improvements will be made as the potential causes are identified.

Event description:
It was reported that reported they are seeing a lot of 363083 citrate 2.7ml bd vacutainer® buffered sodium citrate blood collection tubes overfilling. . They noticed over 60 tubes overfilling and 6-7 patients were redrawn. The tubes were not tested and most of them were extra tubes so they were not recollected. No serious injury or medical intervention reported.